Event description:
Customer reported an issue with the spectrum monitor, which may have resulted in a loss of ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the ECG cable and the problem was corrected.